Event description:
A physician and patient reported that the patient experienced bilateral fusarium keratitis while using renu with moistureloc multi-purpose solution. The patient was treated with natamycin, valtrex and oral ant-fungal medications. She underwent a corneal transplant in 2006 for the left eye and the right eye was still resolving 3 months later.